Event description:
It was reported that during a laparoscopy procedure, the gas did not flow through device once inserted. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.